Event description:
The device involved with this event was returned to compass health brands and evaluated on 6/27/2017. The customer's complaint could be confirmed from a review of the returned device - the returned device was found to have about a one-inch hole in the fabric close to the side of the strap. There was also about a two-inch diameter circle of blackened fabric. The returned device did have a burned smell during inspection.

Event description:
A caretaker put the moist heat back wrap in the microwave as the directions indicated her to do. It was in the microwave for less than 2 minutes (1 3/4 minutes), when it began to burn, and caught on fire. The caretaker grabbed the product out of the microwave, burning several fingers in the process. It ruined the microwave (a new microwave had to be purchased). The whole house smelled of smoke, and the fire departments were called.